Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted the delivery of inappropriate atp during atrial fibrillation episode on (B)(6) 2023: the device first diagnosed and confirmed svt (af in our case). Then the technical diagnosis moved to vt and finally atp was applied. The detection of longer ventricular cycles may inhibit the therapy for the next 24 cycles when long enough. On (B)(6) 2023, the long cycle was not long enough leading to inappropriate atp delivery. Programming recommendations: - long cycle gap moved from 170 ms to 140 ms - slow vt = monitoring zone from 150 to 170 bpm to allow all the v cycles from 150 to 170 bpm to be included in the rhythm discrimination and therefore in the stability analysis leading to ¿unstable¿ conclusion no general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, inappropriate atp was delivered on af between m6, m12 and m18 follow-up. Patient enrolled in clinic study.